Event description:
During service and repair pre-testing it was observed that the motor device had a frayed cable and was smoking. The event occurred in pre-testing; this event was not related to surgery. There was no patient involvement associated with this event. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During service and repair pre-testing it was observed that the device had a frayed cable and was smoking. (B)(4) evaluated the device and the conditions found during pre-repair testing were confirmed. The cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.